Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood.

Event description:
It was reported that during the implant procedure,the attempted right ventricular (rv) lead would not pace. The lead was not used and a different lead was used. No patient complications have been reported as a result of this event.